Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD), noise was observed on the right ventricular (rv) lead once the deep layers of the pocket were closed. The noise was not oversensed by the device. After a while, the noise was no longer visible on the electrogram (egm), and the physician elected not to remove the device from the pocket. The physician stated that the noise was likely due to air in the header. The next day, during the post-operative evaluation, noise was no longer visible on the egms. No adverse patient effects were reported. This device remains in service.